Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see MFR. Report #s: 1221359-2022-00678 thru 1221359-2022-00679 and 1221359-2022-00724 and 1221359-2022-00725.

Event description:
The customer reported (5) five false positive results with the ID now covid-19 assay performed on (B)(6) 2022 with (2) different lots (m168520 and 1048951). The sample type is unknown and generated negative results. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided. It is unclear as to which lot number was used on each patient and therefore; will be reported as unknown. This is report is being submitted to address 1 of 5 patient results.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The investigations for both lot numbers are being provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m168520. With internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m168520. Test base part number 190-430 / lot m168520. The lot met the required release specifications. (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1048951 . With internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1048951. Test base part number 190-430 / lot 1048951 . The lot met the required release specifications. (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.